Manufacturer narrative:
The field generator was returned and there were no failures found with the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The axiem emitter was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative indicated inaccuracies with the emitter were approximately 3mm. There were no issues with registration or instrument verification. Since emitter replacement, there were no accuracy issues and the issue was considered resolved.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a catheter placement procedure. The site indicated that when navigating, the system showed the stylet to be deeper in the patient anatomy than they actually were. The surgeon compensated with the inaccuracy and proceeded. The procedure was completed without aborting imaging or navigation. The issue resulted in no procedure delay. There was no impact on patient outcome. No complications were reported/anticipated.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through reproducibility testing. Testing revealed that the behavior could not be replicated. If information is provided in the future, a supplemental report will be issued.